Event description:
It was reported that the patient experienced loss of lock and intermittency issues. The doctor confirmed that the patient's think skin flap is the issue. Additional magnets were used to achieve lock; however, this did not resolve the issue. Skin flap revision surgery has been scheduled.

Manufacturer narrative:
The patient underwent revision surgery to thin the skin flap and replace the internal magnet on (B)(6) 2015.

Manufacturer narrative:
The explanted magnet passed the visual inspection. The explanted magnet passed the guass measurement. The magnet passed the tests performed. No corrective action is indicated. This is the final report.

Manufacturer narrative:
The pt's scab reportedly appears to be an undissolved stitch.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's implant incision site has healed and the patient is reportedly doing well. The patient remains implanted. This is the final report.

Manufacturer narrative:
The explanted internal magnet was received by the company on (B)(6) 2015. The patient's device has been activated and the patient does not require additional external magnet to obtain headpiece retention.